Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized due to high blood glucose. The customer's mother stated that the insulin pump was not delivering insulin and caused the hospitalization. The customer's blood glucose was over 400 mg/dl at the time of the incident. The customer's blood glucose was 215 mg/dl at the time of call. The customer's blood glucose was 601 mg/dl at the time of hospitalization. The customer's mother stated that they treated her daughter's high blood glucose with manual injection during the hospitalization. The customer's mother also reported that her daughter was feeling sick. The customer's mother declined to troubleshoot for air bubbles. Troubleshooting did not found any issue with the insulin pump. The customer's mother was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.